Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer self-treated with insulin, then reported having to call the paramedics who determined the customer was hypoglycemic and treated the customer with oral glucose. The customer reported a healthcare meter result of 290 mg/dl, but it is unknown when this was taken in related to treatment. There was no report of death or permanent injury associated with this event.